Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported from a clinician that the patient complained of feeling brief episodes of electricity/extracardiac stimulation periodically throughout the day in her shoulder, neck and down her side. Interrogation of the implantable pulse generator (ipg) was performed and lead measurements were within normal range. Technical review of stored device data did not reveal any anomalies. An echocardiogram and x-ray were performed. It was reported that the patient has had a recent growth spurt and x-ray revealed there was not much slack left in the leads. The device was reprogrammed (chronic lead trend and capture management were turned off). Further reprogramming and troubleshooting were performed but the issue was not resolved. Subsequently, the device was explanted and the leads were capped. No further patient complications have been reported as a result of this event.